Event description:
It was reported that the pt was implanted with a durom us acetabular component 60/54 t on the left side on (B)(6) 2007. Revision surgery is planned for (B)(6) 2013 due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised. The common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).